Event description:
A literature review from japan was reported to evaluate the subcutaneous air entrapment (ae) volume immediately after implantation and the air absorption rate after one week by comparing the follow-up computed tomography (CT) scan 1 week later. Upon review of the CT, it was noted that some patients had air immediately after implantation. After one week, it was observed that the absorption of air was 98.7%. During the follow-up period, inappropriate shocks occurred in some patients. It was observed that the cause was oversensing, supraventricular tachycardia and atrial fibrillation. Due to the literature review, further follow-up to obtain related details was not possible. No other adverse events were reported.